Manufacturer narrative:
The customer complaint of "end of cable too hot" was confirmed. Visual inspection: did not reveal any physical or cosmetic issues with the product. Functional inspection: the cable was illuminated using an l9000 light source; the product had approximately (20) broken fibers. However, lumen output and the projection test met specification. The unit was run for 1 hour and the temperature reading was 57 deg. C. A different cable was attached and run for 1 hour and the temperature reading was 52 deg. C. Therefore, the returned cable had a slightly higher operating temperature than normal. Probable root cause: the cable had slightly higher operating temperature; but not out of the usable range when attached to scope and camera head. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the female end of the light cable is getting extremely hot.